Event description:
On 2/15/97, the account received an erratic ck-mb result, while operating the analyzer, which was reported and questioned by the physician. A result of 15.4 ng/ml had been reported and a sample drawn 2 hours later gave a result of 1.7 ng/ml. The original sample was repeated on 2/16/97 and a result of 1.7 ng/ml was received. According to the account, the pt's ck-mb had been running at 1.4ng/ml prior to the reporting of the 15.4 ng/ml result. The pt's total cpk result on 2/15/97 was 38. No report of injury.

Manufacturer narrative:
This complaint is associated with ID#2699116. Complaint investigation: upon inspection of the instrument, a field service representative noted loose tubing near the pump and teflon chipped off of the sampling probe. The axsym operations manual, section 10, identifies damaged probes and improper dispensing of bulk damaged probes and improper dispensing of bulk solution 1 and/or 3 as probable causes of aberrant results (pp. 10-272, 10-273). Checking probes for signs of damage is required as part of the weekly maintenance procedure (pp. 9-22 and 9-24). Checking for leaks and bubbles is also required as part of the weekly maintenance procedure for flushing and priming and syringes (p. 9-31). Additionally, labeling states in the package insert, under limitations of the procedure, that results should be used in conjunction with clinical observations of the pt. As an add'l investigation, 12 months of data for total complaints against the axsym analyzer was reviewed. No adverse trends were found requiring further investigation. No corrective action is required. Adequate labeling exist to minimize any associated risk to pt result. This is the final report.